Event description:
It was reported that increased battery consumption has been detected. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message as mentioned in the complaint description. The pacemaker´s memory content was analyzed confirming this observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the current consumption on the electronic module was found elevated. The electronic module was sent to the manufacturer for further detailed analysis. No visual anomalies on the electronic module were noted during analysis. An elevated current condition could not be reproduced consistently. It is therefore assumed that an elevated current condition of intermittent occurrence led to the clinical observation. In summary, during analysis an elevated current consumption could be confirmed. Despite a thorough analysis, the root cause could not be determined.